Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the driveline cable associated with the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed that the previous repair was worn out. Additionally, on-site inspection revealed several tears and twists along the outer sheath of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. As a result, the reported event was confirmed. Based on the available information, the damage to the driveline was likely a progression of the previously reported damage. Based on historical review of similar events, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported wear of the previous repair may be attributed to improper handling and/or wear over time. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the patient information and servicing of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was driveline sheath damage. At the end of the driveline strain relief, the silicon tape from the previous repair had been damaged due to aging. The driveline had cracks in the outermost layer in dozens of places from approximately 30 centimeters (cm) from the driveline exit site to the controller side, and some of the outermost layers were twisted in the polyurethane sheath. A repair was performed from approximately eight cm from the exit site of the driveline to the strain relief. The driveline remains in use. No patient complications have been reported as a result of this event.